Event description:
Additional information received reported the pipeline did not open in the distal section. The pipeline was not placed in a vessel bend when it failed to open. No additional steps were attempted to open the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured c5 aneurysm with a saccular morphology. Aneurysm dimensions: max diameter 5.3 mm and neck diameter 4.2 mm. Landing zone (artery size): distal 3.4 mm and proximal 3.7 mm. The patient¿s vessel tortuosity was normal. During aneurysm surgery, the ped could not be opened when it was deployed. It was replaced with the same type of ped for surgery and the patient had no injury. It was unknown if dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure was noted as ¿fine.¿ there were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Product analysis: the braid¿s distal end was not opened due to a damaged braid, while the proximal end was opened and frayed. No other anomalies were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.